Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that since the patient had a battery replacement in (B)(6) 2010 the patient has experienced ¿nothing but grief with it.¿ it was further noted that the stimulator had been reprogrammed many times and each time the patient would have good results for about 8 hours or so and then it would ¿go back¿ and the patient would begin shaking again. The patient programmer was reportedly used to change the patient to program b but it ¿would not take it.¿ it was noted that the batteries in the programmer were changed and ¿all of a sudden it worked.¿ it was then noted that it went back to program c. The patient was reportedly better on program c but it would not stay on program c. It was unclear which program the patient wanted to be on. It was then noted that the symptoms would ¿go back.¿ it was not clear if the program was changing back as well. It was further reported that when the shaking was under control the patient had trouble walking and talking. The patient was reportedly in for reprograming on the friday prior to the date of the report and the frequency was adjusted. The patient could speak and walk better but by saturday morning she was reportedly back to shaking again. The patient reportedly only had one side done at first and they could ¿speak and walk good;¿ however, after the second side was completed that patient started having trouble speaking and walking. It was noted that the shaking, speaking, and walking could all be controlled for a short time but the effect would be lost after about 8 hours. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3389-40, lot# j0421486v, implanted: (B)(6) 2004, product type lead; product ID 3389-40, lot# j0401952v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown as the health care provider (hcp) began seeing the patient in 2013. The patient had a reprogramming appointment on (B)(6) 2013 with the manufacturer representative. The patient had improvement in tremor but her dysarthria and imbalance was unchanged. Hospitalization was not required and the patient outcome was noted as no injury. The hcp suspected parkinson disease progression.